Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence with intrinsic sphincter deficiency, persistent bilateral ovarian cyst, and pelvic adhesions. The patient underwent the concurrent procedures of a diagnostic laparoscopy with adhesiolysis, bilateral salpingo-oophorectomy, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced recurrent urinary tract infection with urgency. It was further reported that the patient underwent a cystoscopy and release of mesh on (B)(6) 2003. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary frequency.